Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the implantable cardiac monitor (icm) was very loose in the insertion tool and kept slipping out. The physician had difficulty inserting the device to appropriate depth past incision point. The icm was manually inserted. At the device check, it was noted that the device had migrated and was protruding from the wound. The icm was explanted and the patient was treated with antibiotics. No patient complications have been reported as a result of this event.